Manufacturer narrative:
The insulin pump was cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. All buttons function properly. However moisture damage noted on keypad traces. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 218 mg/dl. Troubleshooting was performed. The device was returned for analysis.